Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-19157. Related manufacturer reference number: 1627487-2021-19159. It was reported that the patient underwent an unrelated spinal surgery on a recent unknown date. During the procedure, the patient's s1 lead was clipped and explanted. Post-operative x-rays also showed that the patient's l4 lead had migrated. It was reported that the patient's ipg was in surgery mode, however, the ipg was reset and troubleshooting was required to re-program the patient and ensure the ipg was in working order. Further surgical intervention is planned for the patient's migrated lead.